Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patients ipg was inoperable. Surgical intervention may be undertaken in the future to address the issue. No further information is known at this time.